Event description:
Rvad malfunction. Increased hemolysis, high power > 25 watts, alarming controller.

Event description:
Rvad malfunction. Increased hemolysis, high power > 25 watts, alarming controller.